Event description:
The patient stated that their v-go 40 device fell off two hours after application. The patient has been on v-go therapy for six days. The device is not available for return to the manufacturer for evaluation.